Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection was performed and found the tubing was flatten with a straight depressing mark across the tubing at about 10 millimeters away from the chamber which confirms the reported the condition. The cause of this condition has not been identified.

Event description:
A customer reported to baxter (B)(4) of an interlink set in which the tubing was flattened and blocked, in which no liquid could flow. The condition was discovered before usage. There was no patient involvement or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. There were no nonconformities, failures, rework or deviations documented in the batch record that could be associated with the reported problem.